Event description:
A customer reported that a plv-102 positive pressure, portable volume ventilator shut down while in patient use. The shut down occurred when the ventilator's 5 amp circuit breaker tripped. The ventilator was reported to have activated a remote alarm that alerted the caregiver when the ventilator shut down. The customer was not aware if the ventilator primary alarm activated concurrently with the remote alarm. When the caregiver arrived at the pt's room, the pt was reportedly found to be apneic and hypoxic. The pt was manually resuscitated and placed on another ventilator. The customer states the pt was restored to their baseline condition with no adverse effects from the event. A review of the MFR's complaint database revealed no increasing trends in circuit breaker failures. A review of the MFR's MDR database found no adverse events resulting from an unplanned ventilator shut down with primary and or secondary ventilator alarm activation. The MFR has requested additional info from the customer and the return of the ventilator for their investigation. An MDR follow-up will be filed when their investigation is complete.

Manufacturer narrative:
The device has not been returned to the MFR for eval.